Manufacturer narrative:
(B)(4).

Event description:
A "massive dose then withdrawal" was reported. The day following a pump refill, the pt experienced leg numbness and was very sleepy. It was noted that the refill had been uneventful; there was no difficulty in accessing the pump and no symptoms reported right after the refill. A 3ml volume discrepancy was reported which was not abnormal for the pt. It was believed that "if it was a pocket fill she would have probably succumbed to the pretty quickly". Two weeks after the refill the pt contacted the healthcare professional and reported her symptoms as well as several falls she had experienced since the refill. The dose was decreased by 50% to 4mcg/day of fentanyl. The pt did not show any improvement. Several days later the pt had chills, diarrhea, incontinence and urinary retention. This resolved the next day and the pt was able to feel her legs again. An MRI was scheduled to rule out a granuloma - results of this were not available. When the pump was accessed a volume discrepancy was found. The expected residual volume was 13ml and the actual residual volume was 0.5ml. The pump contained fentanyl and bupivicaine. Additional info has been requested. A follow-up report will be sent if additional info becomes available.